Event description:
A malfunction, identified by the code "malf 12," was reported; however, no notable events preceded it, and there was no adverse impact on the customer's blood glucose level. The technical support team provided instructions to reset the pump and assisted the caller in doing so. After the pump was reset, the malfunction did not recur, and the customer was advised to continue using the pump. Customer later called back to report the same issue, and therefore the pump was replaced. Customer reverted to manual injections to continue insulin therapy while awaiting a new pump.